Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had system over temperature error. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and temp issue could not be duplicated. Fse completed a full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.